Manufacturer narrative:
Investigation confirmed the described fault. The operation of the safe sensor was intermittent based on manipulation of the cable connection, which is typically caused by strain to the cable when removing the sensor. The unit was scrapped to prevent further clinical use.

Event description:
User reported level sensor was not responding appropriately to stimulus, which caused decrease in flow. There was no patient harm; however, spectrum medical considers this type of event to be reportable.